Manufacturer narrative:
The instruction for use describes very well how to handle a o2 measurement inop 1115 alarm. The first step is to calibrate the sensor, if this is not successful the sensor has to be replaced and calibrated. The usual source for the reported event are an exhausted or third party sensor. The o2 sensor is a wear and tear part/component. An o2 sensor out of spec does not affect the ventilation but posts appropriate alarms (as reported). The effective counter measures are described in the instructions for use. No further measures are necessary.